Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery at 270 degrees. A 182cm luge guidewire was selected to insert in the lesion. However, during removal of the wire at the end of the case, the tip was separated from the wire. The physician delivered the stent with another luge wire and tacked the tip up along the vessel wall and the procedure completed. There were no patient complications reported.

Manufacturer narrative:
Media inspection: customer attached 5 pictures related to this procedure, three of them is showing the detachment of the distal tip of the guidewire within the patient and pictures number 4 and 5 are showing part of the front label of the pouch of the guidewire involved in this complaint. H3 other text : media review.

Event description:
It was reported that tip detachment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery at 270 degrees. A 182cm luge guidewire was selected to insert in the lesion. However, during removal of the wire at the end of the case, the tip was separated from the wire. The physician delivered the stent with another luge wire and tacked the tip up along the vessel wall and the procedure completed. There were no patient complications reported.